Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. The air gas module was replaced to resolve the problem. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).